Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had physical damage to their insulin pump. Customer stated their insulin pump's screen was heavily scratched. Customer stated it was difficult for them to read their insulin pump's screen. The customer's blood glucose was 287 mg/dl. The customer reported their insulin pump was functional. Customer reported possibly bumping their insulin pump, resulting in the damage. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.